Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, 99% stenosed, narrow, mid left anterior descending (lad) artery the 2.5 x 20 mm voyager balloon dilatation catheter (bdc) was used for predilatation, however, during the inflation attempt the balloon did not inflate; a second inflation attempt to 12 atmosphere (atm) was unsuccessful and the balloon did not dilate the lesion. The device was removed from the anatomy and a balloon rupture was noted. There was no reported adverse patient effect. A different 2.5 x 20 mm voyager bdc was used successfully to pre-dilatate the lesion without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.